Manufacturer narrative:
(B)(4). This lot was manufactured february 10, 2015- february 11, 2015. Visual inspection noted the tubing had completely separated from the solvent-bonded junction of the distal luer. Microscopic examination on the tubing revealed evidence of inadequate solvent. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer adapter of a small volume infusor separated from the tubing. This occurred during a home patient's infusion of fluorouracil (non-baxter product) and resulted in a leak. There was no patient injury or medical intervention associated with this event. No additional information is available.